Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op, the right ventricular (rv) lead would not capture. The lead was turned off and repositioned. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.